Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected section: medical device ¿ problem code h6 from "1669" to "3189." The device was returned to the factory for evaluation on 07/11/2024. A photograph was provided by the account. A photographic inspection was conducted. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The aortic cutter was observed to be fully deployed with no visual defects. The delivery device was returned placed back into the loading device. The blue slide lock was observed to be off, allowing the white plunger to be depressed and, along with the presence of blood in the delivery tube, indicating an attempt to made to deploy the seal into the aorta. The seal was observed to be unraveled, with the blue tether cut from the tension spring. An investigation was conducted on 07/23/2024. Signs of clinical use and evidence of blood were observed. The aortic cutter was observed to be fully deployed with no visual defects. The delivery device was returned placed back into the loading device. The blue slide lock was observed to be off, allowing the white plunger to be depressed and, along with the presence of blood in the delivery tube, indicating an attempt to made to deploy the seal into the aorta. The seal was returned unraveled as expected from use, with the blue tether cut from the tension spring. No measurements were taken due to the presence of blood in the delivery tube per (B)(4). Based upon the received condition of the device and investigation results, it is not possible to confirm the reported complaint as there was no device malfunction. The lot # 3000371967 record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) punched it with an aortic cutter, and implanted it, but the seal came loose and did not catch and fell out. The surgery was completed successfully using a new product. No delay. There were no abnormalities in the patient's condition. No harm. Per photo provided by the complainant, it is observed the device is in the plastic tray along with the aortic cutter. It is observed that the seal is outside of the delivery device, sitting underneath it. There is blood observed on the device.